Manufacturer narrative:
Additional information: product analysis: the tip of the driver was twisted from what appears to be tightening a screw when looking at the material flow. The diameter and the hardness of the instrument appeared to be of print specifications. It appears that this damage is the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted images appear to display distal tip of the driver tip deformation in the ccw direction, with minute pieces of the tip broken off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l5/s due to isthmic spondylolisthesis. Intra-op, during final tightening of the set screw, sound suggesting successful shearing-off was confirmed as instructed by the surgical technique. It couldn¿t be sheared off, and was found to be stripped. The procedure was continued with another driver. The torx part of the driver was found to get warped to the direction where the force was applied. There was no fragment of the instrument in the patient. There was a delay of less than 60 minutes as a result of this event. No patient complications were reported as a result of this event.